Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the device clinic with noise on the right atrial lead. Programming changes were made but some noise was still visible. Patient would be further monitored. No patient symptoms reported.